Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that during the insulin cartridge change the patient reinserted the empty cartridge into the infusion device instead of a full cartridge. The patient experienced elevated blood glucose levels of over 30 mmol/l. Paramedics were called and the patient was taken to the hospital where she was treated for the elevated blood glucose levels. No product was requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.